Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi ltd) and the importer ((B)(4)), as novogi ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to it's specifications. The device was returned for evaluation and found to perform according to its specifications; visual examination showed no abnormalities and a functional test showed smooth sequential operation without abnormal noises and with correctly and aligned insertion of the ring into the anvil. The noise that was heard is most probably a noise that may be heard in different volumes during normal device operation at the end of the rotation of the knob, when the device's snaps are being sheared. As no device malfunction was indicated and the device was found to meet it's specifications, the leak that was detected before the bubble test may be related to other factors (such as the surgical procedure) rather than to the device. Leaks detected at this stage of the operation enables immediate intra-operative repair of anastomosis.

Event description:
The patient underwent an open left hemicolectomy due to diverticular disease. The anastomosis was created with the colonring device. According to the report, the procedure was done without complications, however, upon pulling out the trigger, an abnormal noise has been heard. Then, before starting the leak test, the surgeon observed a serious leakage. A new anastomosis was performed.